Manufacturer narrative:
The report we received from our affiliate indicated that during a percutaneous transluminal angioplasty procedure in the superficial femoral artery with heavy calification, moderate tortuosity and 99% stenosis, there was inflation/deflation difficulty of the balloon during the second dilatation. This was described as slow inflation and deflation. The procedure was completed safely, but the physician found that at the connection part of the balloon and the inflation lumen, the surface of the shaft was folded like an accordion. There was no problem experienced during the first inflation. The patient's age and weight were unknown. There was no adverse consequence to the patient. The product has been returned for evaluation and testing; however, the engineering evaluation is not yet complete. Additional information would be submitted within 30 days from receipt.

Event description:
Inflation and deflation difficulty.